Event description:
It was reported that (1) device was used during a pneumonectomy. It was reported by the affiliate that the atw35 closing lever was hard to close. Another instrument was used to complete the case. There was no consequence to the pt.